Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, pressures began to drop. Medication was prescribed and cardiopulmonary resuscitation (CPR) was initiated. Cannulation of the left coronary artery was performed quickly but the patient died. The cause of death was believed to be due to a coronary embolization of the left anterior descending artery (lad) but was not confirmed. The physician did not attribute the death to the device. It is unknown whether an autopsy was performed.